Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was high; however, the customer is new to the pump and did not know if levels were related to pump settings or occlusions. During troubleshooting with tandem technical support, customer was assisted with changing the infusion set site.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.